Event description:
It was reported that during a gastric sleeve procedure, on the first firing across stomach with the black reload, it looked as if there was a serosal tear on lateral edge of stomach and part of the third row of staples (approximately 10 staples), farthest from the edge of the stomach, appeared to be unformed (goalposts). There was a bit more bleeding than usual (amount could not be quantified) but not enough to necessitate administering blood products. Surgeon just oversewed staple line as he routinely does. A leak test was performed and it passed. No buttressing material was used on any firing and there was no extended or time. The reload firing sequence was black, gold, blue, blue, blue, and blue. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was believed to be the cause of the serosal tear? That was the surgeons description of the result of the use of our device. A direct conversation may lead to a more accurate description. Did the device cut completely? Yes. Was there any issue noted with the cut line such as jagged, dull knife, irregular, etc? No. Was there any patient consequence or change in the post-operative care for the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ple60a device was returned with the anvil bent upwards and with four cartridge reloads present. Cartridge (b) was received fully fired and in good visual conditions. Cartridge (c) was received fully fired and damage on deck was noted. Cartridge (d and e) were received fully fired and damage on deck was noted. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.